Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. The product analysis confirmed that the device had rusted video connector pins, causing an intermittent flickering image. Additionally, the cable failed the leak test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is expected or random component failure, without any design or manufacturing issues.a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device image went in and out. The event occurred during the preparation for an unspecified procedure. The procedure was performed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device image went in and out. The event occurred during the preparation for an unspecified procedure. The procedure was performed with a similar device. There were no reports of patient harm.